Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said today they were trying to turn stimulation on and got a message that said "internal device has lost all data contact your clinician". The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.